Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "after the operation of uterine fibroids, the patient needed anti-inflammatory infusion treatment, intravenous indwelling needle was given, and no leakage was found at the junction of the needle and trocar in the exhaust. The leakage was immediately replaced after the successful extraction of the steel needle with indwelling needle, which did not cause adverse consequences to the patient ".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english, "after the operation of uterine fibroids, the patient needed anti-inflammatory infusion treatment, intravenous indwelling needle was given, and no leakage was found at the junction of the needle and trocar in the exhaust. The leakage was immediately replaced after the successful extraction of the steel needle with indwelling needle, which did not cause adverse consequences to the patient. "